Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue that was identified.

Manufacturer narrative:
Per the cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 302-303 mg/dl and manual injections were administered to address bg. Pump system check found insulin stopped dripping from the infusion set tubing after initiating the fill tubing sequence. Pump message indicated tubing to be filled to 10.2 units. Customer could not recall if the fill tubing step was performed or if the pump button "new or fill" was pressed during the fill tubing. Customer reported to have used cold insulin. Customer declined to review pump history to confirm fill issue. Customer's healthcare provider alleged pump was the cause of the event. Customer disconnected from call prior to completion of pump system check.